Event description:
The customer reported that the display was not readable.

Manufacturer narrative:
The customer reported that the display was not readable. The device was returned to philips and evaluated by a technician. The ribbon cable was replaced to resolve the issue.